Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during the water vapor therapy procedure, when the delivery device was being used to provide treatment in the middle lobe of the prostate, it is possible that the puncture resulted in a rectal perforation. The procedure was completed using this device. After the patient was discharged, he experienced bloody stools. The patient is currently under observation. No further patient complications were reported.